Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, inappropriate anti-tachycardia pacing (atp) and shock, low intrinsic r wave amplitude measurements, and what appeared to be non-capture. A surgical revision was performed, and it was discovered that the leads were in the incorrect ports of the device. This was resolved during the procedure, and normal function was noted. No additional adverse patient effects were reported. The lead remains in service.